Manufacturer narrative:
The affected devices were not returned for evaluation. The lot number were not provided; therefore, a device history record review could not be performed. The postoperative imaging provided indicates that the one of the inferior-most screws (caudal screws) loosened/backed out as reported. Due to the absence of the returned device and lack of additional information, the specific root cause cannot be conclusively determined. No patient injury, revision surgery, or additional medical intervention has been reported. The reported event is consistent with known potential adverse events described in the device labeling. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent a 3 level acdf spinal surgery on (B)(6) 2023 consisting of the seaspine/orthofix admiral acp system. Seaspine/orthofix was made aware on 06 feb 2026 that one of the inferior-most screws (caudal screws) backed out, approximately 6 months post-operatively. The part numbers that were reported were a ap1-714016 4.0 mm variable angle screw and a ap1-310045 cervical plate 3 level. The reporter noted that the locking covers of the ap1-310045 cervical plate appeared to have been appropriately engaged at the completion of the index surgery. No patient injury was reported. Currently, the patient is being monitored by the surgeon and no revision surgery is planned. This report is being filed for the ap1-310045 cervical plate, 3 level, 45mm. See 3012120772-2026-00005 report for the ap1-714016 4.0 mm variable angle screw, self-drilling, 16 mm.